Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on august 31, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2011 by dr. (B)(6). The patient had a scheduled retrieval procedure approximately 6.5 years later, on or about (B)(6) 2017, by dr. (B)(6). The filter was retrieved. The patient alleges tilt, embedment and perforation occurred, as well as, the ¿embedded strut had to be removed using laser ablation.¿ argon¿s attorneys are attempting to gather additional information.